Manufacturer narrative:
Batch review performed on 19 april 2017. Lot 166010: (B)(4) items manufactured and released on 15 november 2016. Expiration date: 2021-11-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 21 april 2017 the packaging and cleaning manager performed a preliminary investigation and commented as follows: the inner blister (primary packaging), containing the involved tibial tray, was found cracked during surgery. According the internal procedure, the involved operator must 100% check the integrity of the whole packaging of each single item of the lot during the manufacturing process. Considering that, it is indicated that the claimed piece was not released with such damage by medacta international. On the contrary, the two following root causes could be evaluated: non-conforming shipping modality: considering the extent of the breakage, it can be reasonably excluded that the claimed damage could have been generated following the validated shipping instructions. Poor handling of the product: it can't be excluded that during shipment/storage in the hospital the blister could have been accidentally damaged. Moreover, the nurse clearly reported that she was unsure if the packaging had been compromised before or after opening the implant. For all the above, the most probable root cause could be found in an accidental handling damage occurred after the pulling out of the blister from the carton box.

Event description:
When nurse opened the inner packaging of the implant, she noticed a crack on the inner packaging. The nurse is unsure if the packaging was compromised before or after opening the implant. The surgeon did not use the implant. The surgeon used a secondary implant to complete the surgery. The surgery was completed successfully. The cracked packaging is not available.

Manufacturer narrative:
On 23 may 2017 the claening and packaging manager performed a visual inspection of the retrieved items and commented as follows: the involved broken inner packaging was not received, but only the outer one and the carton box, with the implant inside. They were not damaged. The received pieces didn't add any useful information: the preliminary investigation, reported in the initial report, is confirmed.